Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the percutaneous thrombolytic device (ptd) had been inserted and was used within the arteriovenous (av) graft. The device was removed over-the-wire when they discovered that part of the catheter had broken off. The part that broke was the orange inner lumen within the wire cage which remained on the wire and was removed without incident. There was no delay in treatment, no patient death and no patient complications were reported. Additional information received on (B)(6) 2011 from the sales representative stated there were two passes made prior to the inner lumen breaking. Heavy clotting was present as well as sharp stenosis. They did not have to use another kit to complete the procedure and the patient outcome was successful.